Manufacturer narrative:
510k: this report is for an unknown nails: tfna/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the 105mm helical blade was removed due to the breaking of the nail at the proximal site of helical blade insertion to nail. It is unknown if there was a surgical delay reported. The procedure and patient outcomes were unknown. Concomitant devices reported: unknown locking screws (part# unknown, lot# unknown, quantity# unknown); tfna helical blade 105mm sterile (part# 04.038.305, lot# h544713, quantity# 1); unknown end caps: tfna (part# unknown, lot# unknown, quantity# 1). This complaint involves one (1) device. This report is for one (1) unk - nails: tfna. This is report 1 of 1 for (B)(4).